Event description:
Information was received from a manufacturer representative regarding an external device. It was reported that the recharger battery lights were flashing in an escalating pattern and the device would not respond to presses of the power button. The caller indicated that the device was brand new and not associated with a patient. During the call the caller attempted to reset the recharger by pressing and holding the power button for 30 seconds. While resetting the recharger battery lights turned off and when the power button was pressed the recharger did not respond. The issue was not resolved through troubleshooting. The caller will return the recharger for analysis.

Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.